Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 431 mg/dl at the time of the incident. The customer reported feeling okay, and attempted to treat via insulin pump bolus; however, they had infusion set issues which may have contributed to their hyperglycemia. Troubleshooting on the insulin pump was not completed. It is unknown if the auto mode feature was active and automatically adjusting insulin during the incident. The device will not be returned for the analysis.